Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results with one (1) patient sample that initially resulted positive with the simplexa covd-19 direct assay, but repeated as negative on the same assay lot. That same sample had previously tested positive 3 weeks earlier on a competitor test (cepheid genexpert). Run analysis of simplexa results showed one (1) patient sample ID# (B)(6) that resulted as follows: (B)(6) 2021 at 5:04am: positive orf1ab only (CT = 38.3), s gene not detected. (B)(6) 2021 at 10:18am: negative. A screenshot of the genexpert results with sample ID (B)(6) provided by the customer showed detection of the e gene (CT = 32.1) and n2 gene (CT = 35.3). This test was performed on (B)(6) 2021 - more than 3 weeks before the simplexa assay. There are key differences between the genexpert and simplexa assays: genexpert detects different targets (e gene, n2 gene) than the simplexa assay (s gene, orf1ab) . Genexpert has a lower limit of detection (131 copies/ml) than the simplexa assay (500 copies/ml). Genexpert extracts the sample while the simplexa assay does not. Genexpert sample volume is 200 ul while the simplexa uses only 50 ul. Based on this information, it is likely this sample was beyond the limit of detection of the simplexa assay by the time the sample was tested 3 weeks after the genexpert since only the orf1ab target was detected (CT = 38.3) in the initial run. The genexpert had cts greater than 32 even when using a larger sample volume and sample extraction process. The customer's device and suspected false negative samples were not provided for investigation. It is not known how the sample was handled or stored and it is likely the viral-load decreased from the time of the genexpert test on (B)(6) 2021 and the simplexa test on (B)(6) 2021. Batch record review showed the critical component, reaction mix mol4151 lot# x11575n, met all qc release criteria prior to kit release. Mol4151 lot# x11575n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 26.0 (s gene) and 26.9 (orf1ab) and the internal control avg CT = 32.1. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2021 with 14 replicates (2 discs of 7 pc each) of mol4160 positive control. Both s gene (avg CT = 27.9, 27.6) and orf1ab (avg CT = 28.7, 28.2) were detected on all replicates. No false negatives occurred. No malfunctions occurred. Potential causes for the false negative results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from the assay procedure outlined in the package insert. It is not possible to determine a definitive root cause at this time. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
Diasorin molecular llc received a complaint alleging false negative results with one (1) patient sample that initially resulted positive with the simplexa covd-19 direct assay, but repeated as negative on the same assay lot. That same sample had previously tested positive 3 weeks earlier on a competitor test (cepheid genexpert). Although the false negative result was reported to the diagnosing physician, no treatment was impacted due to the discrepancy with the competitor assay. No alleged harm occurred. Patient information and patient sample collection method was not provided.